Manufacturer narrative:
Pump passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly and the connector on the electrical board was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a stuck button alarm. Customer¿s blood glucose was 3.2 mmol/l at the time of incident. Customer stated that the insulin pump was not exposed to a change in altitude and the insulin pump button was not pressed for 3 minutes . The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.